Manufacturer narrative:
The reported event of helix cannot be extended was confirmed. While the reported event of material integrity problem was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted when torque applied to the connector pin. The full helix extension length was measured within specifications. The cause of the reported event was isolated to the blood/tissue clogging the helix. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported prior to implantation during preparation the right atrial (ra) lead was broken when removed from the packaging. The ra lead was not implanted and was replaced to resolve the event. The patient was in stable condition.